Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that the tissue bag was not present on the supports of the event unit and was returned in a rolled state. Applied medical is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure: nephrectomy. Detailed description of event: hospital: [name] "this is a complaint from the market. Administrative no. C20450934. Please refer to the complaint sheet for investigation." "Bag would not open" report from the sales rep when trying to use during the procedure, the bag didn't open. The case was completed with the new one." The additional information is as follows: "the metal supprts came out in the abdominal cavity without [bag] being opened." "The metal supports was fully exposed." "The customer used a new one when he decided it couldn't use." "The device has been safely removed and recovered. The way to remove was unknown." The device jammed during deployment of the actuator/plunger. It is unknown if the plunger/actuator was pressed forward towards the handle, then retracted, and then re-advanced. It is confirmed that there was enough space in the body cavity for the bag to open. Use frequency is unknown. "Initial investigation report the event unit was returned to us and visually inspected. The bag was found to be detached from the device. The unit will be returned to amr for further evaluation. Admin# c20450934." Products available for return: 1 introducer,1 bag additional information received via email on 18jun2020 from [name] "the metal supports was fully exposed in the abdominal cavity." Patient status: no patient injury. Type of intervention: "the case was completed with the new one."

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: "nephrectomy." Detailed description of event: hospital: [name] "this is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation." "Bag would not open." Report from the sales rep: when trying to use during the procedure, the bag didn't open. The case was completed with the new one." The additional information is as follows: "the metal supprts came out in the abdominal cavity without [bag] being opened." "The metal supports was fully exposed." "The customer used a new one when he decided it couldn't use." "The device has been safely removed and recovered. The way to remove was unknown." The device jammed during deployment of the actuator/plunger. It is unknown if the plunger/actuator was pressed forward towards the handle, then retracted, and then re-advanced. It is confirmed that there was enough space in the body cavity for the bag to open. Use frequency is unknown. "Initial investigation report the event unit was returned to us and visually inspected. The bag was found to be detached from the device. The unit will be returned to amr for further evaluation. Admin# (B)(4)." Products available for return: 1 introducer,1 bag additional information received via email on 18jun2020 from [name] "the metal supports was fully exposed in the abdominal cavity." Patient status: no patient injury. Type of intervention: "the case was completed with the new one."